Event description:
Tubing came apart from connector on baxter clearlink system non-dehp catheter extension set of IV next to luer lock that connects to primary tubing came apart. Stat lock and IV catheter still in place. Patient was bleeding from IV catheter but no apparent harm.